Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I free t4 results for a 48-year-old female patient. The following data was provided (reference range 9-23 pmol/l): sid (B)(6). Ft4 32.43 pmol/l (B)(6) 2026, ft4 14.58 pmol/l (B)(6) 2025, ft4 14.20 pmol/l (B)(6) 2026, no impact to patient management was reported.